Event description:
Healthcare professional reported right side deflation, and creases associated with hole. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ¿deflated saline implant¿. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ deflation: observed opening assessed as unidentified (tear) opening. As per the investigation procedure crease wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿deflated saline implant¿. This record is for the right side. Device has been explanted.